Event description:
It was reported that the customer has been experiencing low blood glucose levels (bg) that range between 43-44 mg/dl. The cause of the low bg is unknown. The customer consumed carbohydrates to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.